Manufacturer narrative:
(B)(4). Twenty five days prior to the receipt of this report, the recurrent peritonitis was resolved, the patient was recovered and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2016.(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized. The patient was treated with oral ciprofloxacin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. It was not reported if the peritonitis was resolved. Seven days prior to the receipt of this report, the patient again experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. That same day as the recurrence, the patient was hospitalized for the peritonitis. That same day the patient was started on oral ciprofloxacin (dose, frequency, and duration not reported) for peritonitis. On an unknown date, the treatment was switched to intraperitoneal vancomycin (dose, frequency, and duration not reported), intraperitoneal amikacin (dose, frequency, and duration not reported), and oral fluconazole (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remains hospitalized and the patient had not recovered. The plan is for the pd catheter to be changed in few days. No additional information is available.